Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited an impedance measurement of greater than 2000 ohms along with high threshold measurements and loss of capture. Further review found that this issue had been occurring for some time. The field representative re-programmed the lead ring to can and the impedance measurement decreased to less than 200 ohms but did show capture at 3.5 volts. It was noted that the patient is dependent but the right ventricular (rv) lead was noted to be working fine. The crt-d had 2.5 years left on the battery after only being implanted for approximately one year, which was thought to be possibly due to high lv thresholds. At this time the clinic has opted to continue with routine follow up visits, thus the crt-d and lv lead remain in service and no additional adverse patient effects have been reported.